Manufacturer narrative:
The company representative has submitted all technical parameters for review, but has been unable to detect anything that would have contributed to the reported event. The system was examined. The company representative unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined or identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that three patients showed a larger than programmed flap thickness post refractive procedure. New information was received. It is necessary to wait at least three months to see how things resolve and if a touch up is needed. There are multiple related reports for this facility. This report addresses the patient one's right eye and other manufacturer reports will be filed.